Event description:
Elective cab. Pa was performing endoscopic vein harvesting using vasoview hemopro #vh-3000, maquet lot #25144498, exp date: 2020-02-07, endoscopic vessel harvesting system. During process, scissor tip cracked/broke. It was removed from service and sent to rm. A new system was opened. Vasoview hemopro # vh -3000, maquet lot #2514464,9 exp date 2020-02-13 - again during harvest, the scissor tip broke - tip saved and taped to the instrument. Removed from service and sent to rm. Pt stable - no injuries noted. Pt to ICU.